Event description:
It was reported that during an implant attempt of an implantable pulse generator (ipg), the technician noted inhibition of pacing and ventricular oversensing due to artifacts, which were only visible on the bipolar channel but not the unipolar channel. Manipulation of the pocket showed the cause of the artifacts was ventricular tachycardia (vt) - like morphology. Lead measurements were then taken via the programmer, showing varying measurements between bipolar and unipolar. The pacemaker was removed and the lead pins were checked with no problems noted. The leads were disconnected and measured again, showing acceptable r waves but lower p waves. The thresholds and impedances were in range. A contact issue between the leads and header was suspected, so the physician ensured the pins were fully inserted and the setscrew completely tightened. As the pocket was being sown back up, the same artifacts as before were seen on the electrogram. The physician elected to connect the leads to a different ipg due to the varying r waves and p waves. No artifacts were noted with the second ipg, and the measurements were within range. The device was therefore replaced, while the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 ipg, implanted: (B)(6) 2014. (B)(4).